Event description:
Customer reports that she obtained results of hi, 243mg/dl, and 174mg/dl within 4 minutes on the same device. No action taken based on device results. No adverse event reported and no treatment received. Quality controls were used and reportedly fell outside acceptable limits. Requested return of suspect device and replacement was sent.